Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated the stimulator has not worked for like 4 years or so, later stated for like 6 years, and the implanted neurostimulator battery is dead and won't recharge so they are thinking about putting a pump in because the patient has chronic complex syndromes. Patient inquired about the pump and therapy expectations if it would cover their pain. Agent reviewed information and redirected to healthcare provider. Patient also mentioned they have had 3 total knee replacements, one on the left side and 2 on the right. Patient reported they have cartilage deficiency and are a walking medical mess and they have a hammer toe that required surgery. Patient stated underneath their foot it's still puffy and inflamed and hurts to walk on since the hammer toe surgery and their toe looks like a 'tiny nub.' Patient stated they've had like 15 surgeries between their hands, feet, and knees, and their feet are really bad, and patient asked if the pump would cover pain from head to toe. Patient stated they're taking naltrexone for their feet and stated they'd have to come off of that if they went on the pump. Patient mentioned the scs battery is in their back and stated the 2 leads in their back broke and they had so much scar tissue that they couldn't be fixed, and inquired how pain pump batteries work. Agent reviewed and documented information. Patient originally stated they worked with dr. (B)(6)- who did the surgeries, for scs, but then stated dr. (B)(6) did 'that one' - but stated they'd never go back to dr. (B)(6) because they were off by a millimeter so when they'd bend over their nerve was ticking or vibrating in their hip area so they couldn't bend over and had a millimeter height difference. Patient mentioned a dr. (B)(6) as well. Patient agreed to discuss pump therapy considerations with healthcare provider.